Event description:
On (B)(6) 2023, the patient contacted lifescan (lfs) us, alleging that their onetouch ultra 2 meter was reading inaccurately low compared to another device. This complaint was classified based on the customer care agent (cca) documentation and on additional information by the medical surveillance specialist after reviewing the call recording. The patient reported that on (B)(6) 2023, they allegedly obtained a reading of ¿98mg/dl¿ on the subject device. In response to the reading on the lifescan device the patient did not take any action however, they were experiencing symptoms of ¿double vision¿ and ¿feeling bad¿ so they tested on a back-up meter. The patient obtained a result of ¿144mg/dl¿ on this meter (¿true metrix¿ brand) and took metformin in response to this as they trusted this result. The patient normally manages their diabetes with metformin, dosage was not specified. The patient self-treated and did not seek any other assistance. During troubleshooting, the cca established that the unit of measure was set correctly on the subject device at the time of testing and that they did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product and the subject device could not be ruled out as a contributing factor.

Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, a device history record review could not be performed as the meter serial number was unavailable.